Event description:
It was reported that during the procedure, the device would not open and was jammed on the tissue. The surgeon cut on both sides of the stapler to release it. Another like device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.